Manufacturer narrative:
Received new information showing the become aware date should have been (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
This device was returned for an unknown reason.